Event description:
Rv (right ventricular) tip to rv coil lead impedance warning on (B)(6) 2023. Triggered previously on (B)(6) 2022; 1 ventricular sensing episode on (B)(6) 2023 , suspected atrial undersensing. Reference report: mw5120750. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).